Event description:
It was reported that a malfunction alarm occurred with no notable events prior to the issue. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, and the customer was instructed to call back if any issues arose again.